Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This is 1 of 2 mdrs filed for the same event (reference 3002806535-2016-00699 & 00700). Not returned by attorney.

Event description:
Legal counsel for patient reported patient was revised approximately 7 years post-implantation allegedly due to pain, elevated metal ion levels and audible noise in the joint. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.